Manufacturer narrative:
Device visual evaluation: visual analysis of the photographs identified device patch with lot number 2914357, catalog number 68hp-425, yellow particles on the shell and fluids inside the device. Additional, changed, and/or corrected data: b.5., d.4., d.7., h.4., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: possible deflation and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "possible deflation" and capsular contracture, baker grade unknown. Device remains implanted.